Manufacturer narrative:
Inova labs, inc, the legal manufacturer of the lifechoice portable oxygen concentrator, personnel learned on 18-nov-2016 that resmed corporate personnel submitted medwatch 3004604967-2016-01167 for this malfunction. The submission of 304604967-2016-01167 was performed in error by resmed personnel. Inova labs, inc. Is submitting this medwatch #3008185181-2016-00001 to provide corrected information about this event and the device manufacturer. (B)(4). The root cause of the malfunction was determined to be a low internal resistance (near short) in the pin/barrel jack of the ac/dc power supply accessory cord. Wear and/or abuse contributed to the condition that caused this malfunction. This report was initiated as the malfunction, albeit unlikely given the self-extinguishing characteristics of the device material, could cause or contribute to a serious injury if it were to recur and produce a visible flame. It is unknown in this incident if there was an actual flame, thus this malfunction is being reported using conservative reporting practices.

Event description:
It was reported that a lifechoice oxygen concentrator power supply caught fire. No patient injury was reported as a result of this event. No damage to person or property was reported as a result of this event. Quote of event as received: "caught on fire. The charger plugged in and the wire caught fire. No injury, no damages occurred."